Event description:
It was reported that patient presented in the hospital after receiving shocks. Noise was observed. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.